Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (device battery has reached end of life (eol)). The local representative was contacted and informed of the alert. The clinic nurse had already reviewed the data upload from latitude's physician web site. Boston scientific crm received information that this device was explanted and replaced. There were no adverse events reported.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this deviec's life cell capacity and current drain were within normal variation. The device is currently undergoing operational and functional testing.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.